Event description:
Qv otc customer called asking for safety issues after child had put the swab in their mouth -- tss reviewed sds and advised to contact health care provider if the customer experienced symptoms.

Manufacturer narrative:
Subject: qv otc customer called asking for safety issues after child had put the swab in their mouth -- tss reviewed sds and advised to contact health care provider if the customer experienced symptoms. Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info.